Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the lead helix spontaneously extends without turning during positioning and the patient developed a hematoma. Another lead was implanted. No patient complications have been reported as a result of this event.